Manufacturer narrative:
(B)(6). The actual device was returned for evaluation.  (B)(4) evaluated the device and the reported condition was not duplicated or confirmed.  A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after an unspecified surgical procedure, it was discovered that the compact speed reducer device was "not rotating properly". The report indicated that there were no delays to a planned surgical procedure. The report indicated that the availability of a spare device was "not applicable". There was no patient involvement reported. There were no reported injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.